Event description:
It was reported the patient had stomach spasms which led to a heart attack in (B)(6) 2011. It was reported the patient took bupivacaine for the stomach spasms. The pump was being used to deliver baclofen, morphine, and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).